Manufacturer narrative:
Mentor became aware of event details that were submitted in error on the initial report on (B)(6) 2020. The device type was incorrectly indicated as saline. Correction: the patient was implanted with unspecified mentor gel breast implants. The device information in section d has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unspecified mentor saline breast implants. The patient reported that in 2015 she noticed blood from her left nipple accompanied with left breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.